Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set could not be screwed completely with the titanium adapter. The transfer set was changed to resolve the issue. The titanium adapter was not damaged and still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.